Event description:
This spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) male on unk origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6)-2009, the reusable humapen memoir burgundy device was reported to be missing segments in the dose display. The device was reported to have two rows of dots and two hash marks in the display screen. The device would not register the numbers; you could see only part of them such as some of the 5 or the 7. The patient always stored the pen in the case. This humapen memoir burgundy device is associated with product complaint (B)(4)/lot 0705c01. The patient operated the device. It was unknown if the patient was trained. The general device and the suspect device duration of use were since 2008, less than one year. The return status of the device was not provided. It was unknown if the use of the drug and device continued.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.